Event description:
Essure in 2009. After essure I developed an allergy (dermographism or urticaria factitia). I had joint pain, back pain, tiredness, excessive sweat, I could barely walk, lack of energy, depression. I had struggled for years with doctors. Now I'm essure free and I'm already feeling better. Rx meds: fexofenadine (allegra). Otc meds: no.